Event description:
Additional information was received that the device was reprogrammed, however, the reprogramming was unsuccessful. Additional programming changes are anticipated but have not been performed at this time. The patient was stable.

Event description:
Additional information was received indicating the device was reprogrammed again, however, undersensing episodes continued to occur. No further programming parameters were available. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow up, undersensing was noted on the device. Device reprogramming is anticipated but has not been performed. The patient was stable and there were no adverse consequences.